Event description:
The facility reported that the clamp of the transfer set lost the "closed" function. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.